Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to poor contact of curled cable whereas it is presumed that the curled cable occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the scope cable had poor contact of curled cable due to which the image is interrupted. There was no patient involvement.